Event description:
A patient reported experiencing inaccurate erratic results with a ft meter. The patient's blood glucose results were 151 mg/dl. Tests were done within 11-20 minutes with a difference of greater than 20%, per reported issue notes. Patient did not experience any adverse events. No further information has been reported.